Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a saline soaked gauze to protect the patient's skin.

Event description:
Prior to a cryoablation procedure, two iceforce 2.1 cx 90° cryoablation needles and system tested fine with no issues to report. Two minute into the first freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with saline soaked gauze to prevent any injury. The procedure was completed as expected with no injury to the patient. The physician is experienced with galil cryoablation.